Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a certain point during the implant procedure, the right atrial (ra) lead exhibited high output/thresholds. The lead was repositioned and output/threshold values returned to normal. The lead remains in use. No patient complications have been reported as a result of this event.